Manufacturer narrative:
Journal information: title: outcomes of planned two-stage hybrid aortic repair with dacron-replaced proximal landing zone authors:david n. Ranney, babatunde a. Yerokun, ehsan benrashid, muath bishawi, adam williams, richard l. Mccann and g. Chad hughes. The society of thoracic surgeons, 2018;106:1136¿42, doi.org/0.1016/j.athoracsur.2018.04.044. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and talent sent graft systems were implanted into 3 patients (out of a study group of 34 patients) for the second stage of thoracic aortic repair from january 2006 and august 2017. The first stage of treatment involved either hybrid arch repair (har) or total arch replacement (tar). It was reported that during that time the following events were reported in the entire patient group - death due to: pulmonary embolism allergic reaction cardio pulmonary disease sepsis

Manufacturer narrative:
Updated post investigation closure. If information is provided in the future, a supplemental report will be issued.